Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer was treated for the highs. The customer states they had received motor error alarm. The customer's blood glucose level at the time of incident was 200mg/dl. The pump was able to rewind during troubleshoot. The customer was advised to monitor the device. The customer's highs were documented. No further assistance provided at this time.